Event description:
It was reported the procedure was to treat a heavily calcified and mildly tortuous lesion in the left anterior descending artery. The bmw guide wire was advanced however became stuck in the lesion and the tip kinked and formed a knot. Resistance was met with the anatomy during removal of the guide wire. The procedure continued using a whisper guide wire. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that the guide wire met resistance with the patient¿s heavily calcified and mildly tortuous lesion during advancement, resulting in the reported failure to advance. Manipulation of the guide wire, when resistance with the anatomy was encountered, likely contributed to the reported deformation due to compressive stress and material twisted / bent. Damage to the guide wire would impact its maneuverability within the anatomy. It is likely that the damage sustained during the procedure contributed to the reported difficulty during removal. There is no indication of a product quality issue with respect to manufacture, design, or labeling.